Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell and underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening. Thickness is not measured due to missing device. Based on the device analysis the final assessment is: a sharp broken on posterior(shell/patch bond edge) due to an unidentified (tear) opening. Missing piece of the shell due to inconclusive.

Event description:
Patient reported a left side rupture. Device has been explanted.